Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the customer required to know the process to reset the biometric identifier. A technical support specialist advised the process to the customer to reset/rescan their fingerprint to resolve the issue. The technical support specialist closed the case as there was no response from the customer.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es bio-ID had to be reset for a user. When scanning finger, the user was unable to authenticate and after third attempt that failed, user was prompted for username and password that required witness for login. Customer stated that it caused delay of accessing medications as it required witness after password login. There were no adverse events or injuries reported based on this incident.